Event description:
A model s padgett dermatome was involved in an inconsistent thickness graft and was described as follows; the dermatome calibration was checked prior to the procedure and was set at 0.016". There was an inconsistent thickness from side to side at the graft site. One side was thick and the other side was thin. An additional graft was required as a result of this uneven graft. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.